Event description:
A caller reported a malfunction on a pump, identified by a malfunction code, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and advised to call back if the issue arose again, which the caller acknowledged and understood.